Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic pain") and pelvic inflammatory disease ("less likely to be pid") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes mellitus, uterine fibroids and pituitary tumour. Concurrent conditions included obesity. In january 2009, the patient had essure inserted. In february 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In january 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding-menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (removal of right adnexa,exploratory laparotomy (B)(6) 2017 surgical removal of coil) and surgery (B)(6) 2017 surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety and weight fluctuation outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion current weight 241 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received:the event abnormal vaginal bleeding, urinary tract infection, depression, mental anguish, weight gain/loss, pid added. Reporter,event pain outcome added as recovering. Lab data added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic pain") and pelvic inflammatory disease ("less likely to be pid") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus, uterine fibroids and pituitary tumour. Concurrent conditions included obesity. Concomitant products included insulin aspart (novolog), metoclopramide hydrochloride (reglan), ondansetron (zofran) and sumatriptan (imitrex). In (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding-menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), weight fluctuation ("weight gain/loss"), fatigue ("fatigue."), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("pain") and nausea ("nausea"). The patient was treated with surgery (B)(6)2017 surgical removal of coil and removal of right adnexa,explratory laparotomy (B)(6)2017 surgical removal of coil). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, weight fluctuation, fatigue, migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Current weight 241 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: events migraines / headaches, fatigue, nausea were added. Concomitant drugs added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute pelvic pain') and pelvic inflammatory disease ('less likely to be pid') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus, uterine fibroids and pituitary tumour. Current weight 241 lbs. Concurrent conditions included obesity. Concomitant products included insulin aspart (novolog), metoclopramide hydrochloride (reglan), ondansetron (zofran) and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding-menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), weight fluctuation ("weight gain/loss"), fatigue ("fatigue."), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("pain") and nausea ("nausea"). The patient was treated with surgery ((B)(6) 2017 surgical removal of coil and removal of right adnexa,explratory laparotomy (B)(6) 2017 surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the pelvic inflammatory disease, depression, anxiety, weight fluctuation, fatigue, migraine, headache and nausea outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Hysterosalpingogram- on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('acute pelvic pain') and pelvic inflammatory disease ('less likely to be pid') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus, uterine fibroids and pituitary tumour. Current weight 241 lbs. Concurrent conditions included obesity. Concomitant products included insulin aspart (novolog), metoclopramide hydrochloride (reglan), nsaids, ondansetron (zofran), paracetamol (acetaminophen) and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding-menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), weight fluctuation ("weight gain/loss"), fatigue ("fatigue."), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal pain ("pain") and nausea ("nausea"). The patient was treated with surgery ((B)(6) 2017 surgical removal of coil and removal of right adnexa,exploratory laparotomy (B)(6) 2017 surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the pelvic inflammatory disease, depression, anxiety, weight fluctuation, fatigue, migraine, headache and nausea outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent removal of the right adnexa due to complications of essure device). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.